Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2026, the cgm was reading above 200 mg/dl, though the exact value was not recalled, and no fingerstick blood glucose (fsbg) measurement was obtained at home. The patient did not report any symptoms and was unable to provide additional details. The patient was transported to the emergency department by her husband. Upon arrival, an fsbg measurement indicated a glucose level greater than 500 mg/dl, although the exact value was not specified. The patient underwent laboratory testing and was diagnosed with diabetic ketoacidosis (dka) and admitted to inpatient hospitalization. The patient remained hospitalized for approximately two days and was discharged on (B)(6) 2026. She was unable to recall details regarding treatments or medications received during her stay. During the report, the patient was doing well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.